Manufacturer narrative:
The sensor was removed successfully during second removal attempt. D4. Additional device information updated.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where reported that hcp was unable to remove the sensor on the first attempt made on (B)(6) 2025.